Manufacturer narrative:
(B)(4). Additional narrative: the device is not available for evaluation. Baxter has attempted to contact the customer to obtain additional information and to inquire if the sample is available; however, the customer has not returned any of baxter's phone calls. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv 100 device was received with a "detached and missing end cap". It is unknown when this was observed. No patient involvement is reported. This report indicates a breach in the sterile fluid pathway which is a reportable event. Three units were reported. This is report 1 of 3 with the same reported problem from this facility. No additional information is available.